Event description:
It was reported that the 9800 system had a hard drive malfunction. It was discovered after the biomed was troubleshooting the system. No patient was involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the hard drive. The system operates as intended.